Event description:
It was stated in the report that upon opening the package, it was found that it was leaking. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was not returned for analysis. The event history was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and the product confirmation cannot be performed. Therefore, this investigation was unable to determine the probable root cause.